Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump would not allow customer to place it into storage mode. There was no reported adverse impact to the customer. Customer continued to use pump for insulin therapy.